Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis; product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Product ID: m995402a001 (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was for the last few weeks the patient has been having issues with their controller. Patient stated that they can plug the controller into the ac power supply and it will charge, but when they disconnect the cord the controller will not turn on. During the call patient removed the controller battery and plugged the controller in to the ac power supply, patient verified that the controller powered on. Patient put the battery back into the controller and verified that there was no green light on the controller. The controller displayed memory problem, data has been lost, repeat the set up process. When the controller was removed from the a/c power cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Case reopened & reassigned to send follow-up email. Patient called back repeating information from previous call. Patient reported that they are still having the same issues as before and received the replacement controller. Patient stated that the controller does not work or turn on when detached from the ac power supply cord; patient added the controller charges and works when plugged into ac power supply cord but that is it. Agent sent an email to repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Product ID m995402a001, serial# (B)(6). H3: analysis of the 97745 controller (ptm) (s/n (B)(6) revealed that case was broken/cracked. H3: analysis of the (B)(6) battery pack (bp) (s/n (B)(6) revealed that battery won't charge in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.